Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when information becomes available.

Event description:
The event is reported as: the adapter on the hudson 340ml aquapak is cracked on the part that is connected to the vacuum source. No injuries reported.